Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient tried to turn their device back on several weeks after surgery but encountered a por. It was reported that there was recent emi environmental exposure. The patient was redirected to their healthcare provider and noted they had an appointment scheduled for the day of the report. No patient symptoms reported. No further complications were reported.